Manufacturer narrative:
(B)(4). (B)(6).

Event description:
Pre-op diagnosis: degenerative disc disease it was reported that on (B)(6)2015, intra-op, the surgeon found the tap broken. The product came in contact with the patient. No fragment of the broken instrument remained inside the patient. Patient complications were reported unknown.